Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. D6b - explant date is unknown.

Event description:
It was reported that the patient's ipg was inoperable. As a result, surgical intervention took place at an unknown date during which the ipg was explanted and replaced with a competitor ipg to address the issue.